Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and the reported slda associated with the clip detaching from the anterior leaflet appears to be related to patient conditions (wide coaptation gap). Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 4+ secondary mitral regurgitation (mr), a dilated left ventricle (lv) and right ventricle (rv), dilated right atrium (ra), a wide coaptation gap, and a restricted leaflet. During a mitraclip procedure the first clip had a single leaflet device attachment (slda). All of prep and procedure was satisfactory and performed per instructions for use (IFU). Perpendicularity and leaflet insertion assessment (coaptation, insertion, sufficient leaflet capture/ bridge) were performed and satisfactory. There were no issues with imaging. The clip was deployed. A second clip was used to further reduced the residual mr. As the second clip was being placed, the anterior leaflet from the first clip had detached. There was no observed interaction between the two clips via imaging. The second clip was initially placed medial to the first clip and had to be moved lateral to the slda for stabilization. A third clip was implanted medial to the first. The slda was sandwiched between two clips for stabilization. Per the physician, the anatomy could have contributed, as the coaptation gap was wide. The mr was reduced to grade 3. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.